Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that the procedure was being performed in the cath lab. An an-04322 was inserted into the pt's left femoral vein for access, the syringe was disconnected and the spring wire guide (swg) of the cp-08603-p was advanced through the needle. When the physician tried to remove the needle, he was not able to do so and had to abort the procedure. The needle and the swg were removed as one from the pt. Once everything was removed, they found that the swg had stretched and sheared into its three wires and a piece was missing. The piece of the swg which was missing remains in the pt. The physician stated the piece remains in the subcutaneous tissue and that they will observe the pt as there does not seem to be any problem at present. There was no delay in treatment, no pt death and no pt complications were reported. Add'l info received on (B)(6) 2011 from the clinical support, training manager stated the catheter was being used for a diagnostic procedure and they did not want to stick the pt again.